Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment which could not be resolved. The operator did not follow the proper steps for rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The air alarms are attributed to the problems with the patient's vascular access. The cycler alarmed appropriately. The user's guide provides adequate instructions for troubleshooting air alarms and performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and are addressing issues with the pt's catheter. Nxstage medical considers this report closed. No add'l info will be provided.